Event description:
It was reported that during surgery, the inserter bent during use and the surgeon could not implant the anchor. Intra-operatively, while attempting anchor insertion, the inserter deformed, which prevented implantation with the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.